Event description:
It was reported that during implant that the set screw could not tighten on the leads on the pacemaker. The physician elected to explant and replace the pacemaker. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
The reported event of cannot tighten the setscrew to secure the leads was confirmed. Analysis revealed the user of the torque wrench made incorrect wrench insertions through the septum that punched holes in the septum. These septum punch-outs landed in the setscrew inset. No device anomalies were found. The setscrew anomaly was consistent with having occurred during the procedure.